Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three inappropriate burst of anti-tachycardia pacing (atp) and four inappropriate electric shocks. This patient experienced 2 different events in one day. Technical services (ts) suggested reprogramming options. At this time, no adverse patient effects have been reported. This device remains in-service.